Manufacturer narrative:
Sample collection and centrifugation information was not supplied by the customer. Per the customer, the low level qc was out of specifications - high and the other qc level was near the lower limit. Per the customer, a system check was performed (date unknown) and failed the unwashed portion. A field service engineer (fse) was dispatched and replaced the aspirate probe tubing due to "fliers" in the system check. The fse performed a repeat on the system check and ran qc, which were both well within specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxi 800 access immunoassay system was generating imprecise troponin (accutni) qc results. No patient results were affected; however, upon recur, there is the potential for falsely elevated patient results. No reports of death, injury, or change to patient treatment have been reported in connection with this event.